Event description:
A cartridge alarm 20 was reported by the customer, and the event took place in france. There was no information available regarding the impact on the customer's blood glucose level. Additional details regarding the outcome of the event and any actions taken were not provided. Mutiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.